Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed with the submitted log file. The log file captured driveline fault/yellow wrench alarm events that was active as a result of the data values being out of range. The alarm cleared on november 22. A system controller exchange was performed on november 24. The data retrieved from the second system controller did not capture a driveline fault alarm. Additional information communicated on 26jan2021 indicated no further driveline fault alarm after the driveline repair was performed. A root cause could not be determined through this evaluation. The system controllers are not expected to be returned for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # ()b associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial (B)(6) ) was shipped to the customer on (B)(6) 2019. Heartmate ii lvas IFU (section 7), heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault alarm. Patients must call their hospital contact immediately for diagnosis and instructions. Clinicians should: contact thoratec to determine best next steps. Use the system monitor to silence the alarm while awaiting resolution, if needed. Note: the alarm must be active in order to access the alarm silence for this situation. Heartmate ii lvas IFU (section 2), heartmate ii patient handbook (section 2), covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no additional alarms following the driveline repair. The patient was discharged home and did not report any further problems.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had multiple driveline faults noted in history from (B)(6) 2020. There was visible damage on the external driveline. The patient's inr (international normalized ratio) was subtherapeutic so initially unable to exchange controller per request, but it was noted they would check with cardiologist. It was requested to keep the patient on the patient cable while inpatient to monitor driveline faults via the monitor. The controller was exchanged to compare wire values. The log file did not capture any active driveline fault events and when compared this log to the log from the original controller the wire values appeared to be in a normal range. A driveline repair was performed on (B)(6) 2020 due to driveline faults and cosmetic damage. The entire external portion of the driveline was replaced with no issues. No further driveline fault events were noted after the repair. Manufacturer report number of pump: 2916596-2020-05972.